Event description:
It was reported, that the video system center had error code e105. There was no patient or procedure involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d9, h3, h4, h6, and h11 were updated. Based on the results of the investigation, error e105 likely occurred due to a defective light emitting diode unit, and error e226 likely occurred due to a defective video connector socket. Olympus will continue to monitor field performance for this device.